Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 with high blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer did not provide the blood glucose value at the time of the call. The customer stated that their insulin pump was stuck in the rewind sequence and that the buttons did not work on the keypad. The customer sent the product back for analysis.